Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator was not opening, and the customer attempted recovery; however, the lock kept catching and did not release properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to open. A field service engineer verified the customer reported issue in which the latch emitted an audible beep but would not unlock to allow the door to open, replaced the faulty latch and wiring harness. The customer was able to successfully recover the device. Logged into the hardware test application and ran a final test through remote manager, which completed successfully. The system functioned as intended after the field service engineer repaired the device.